Manufacturer narrative:
A ge service representative performed an on site investigation. The camera was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system had an x-ray disabled error message, resulting in a loss imaging functionality. There is no report of injury or death associated with this event.